Event description:
During routine follow-up, the device was found in standby mode. It should be noted the patient had radiation therapy near the pelvic area. An analysis is requested.

Event description:
During routine follow-up, the device was found in standby mode. It should be noted the patient had radiation therapy near the pelvic area. An analysis is requested.